Event description:
It was reported that the customer was admitted to the emergency room (ER) and subsequently hospitalized with a blood glucose of 624 mg/dl and high levels of ketones identified as life threatening by a healthcare provider. A manual insulin injection was administered to address bg level prior to arriving at the ER. In the hospital, the customer was treated with intravenous fluids and insulin. The customer was discharged after a few hours with the issue resolved and no permanent damage. Reportedly, a pump malfunction alarm occurred. The customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.